Event description:
A female patient received a filter and no particular incidences were noted in the file. A month later, the filter was successful removed and nothing unusual was reported in the file. Visual examination showed no filter defects. A few days later, the patient went in for CT and chest x-rays and the physician noticed a piece of metal in the patient's heart. From the shape, they thought it might be the sleeve that holds the wires of the filter together. The filter was not kept.